Event description:
Initial result for a patient albumin was 0.9. When repeated, the result was 2.5. The incorrect result was not used to guide therapy. The field service representative was unable to determine a cause for the discrepancy.